Event description:
Customer reported his insulin pump has a blank display. He replaced the battery, but the issue persists. He is using manual injections to control his blood glucose. Customer's blood glucose was 172 mg/dl. The device has a few scratches. Customer has had the device for a few years, so it has been dropped before. The device was not exposed to moisture. Customer uses (B)(6) batteries. The battery compartment is not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.